Manufacturer narrative:
Concomitant medical products: c6tr01 ipg implanted: (B)(6) 2015, 439688 lead implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient, who was in hospice and had a do not resuscitate order, had an episode of ventricular fibrillation (vf) that was undersensed. It was further reported the patient died in a manner unrelated to the device system.